Event description:
The customer reported that the system would not bot up and a "no video input" error message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was replaced and the transmitters and receivers were reloaded. The system was tested and found to be working as intended and put back into service.